Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. Five days after the sensor was inserted, the patient had itching and pus, so he removed the sensor. He had consulted his diabetologist, who advised him to wait before contacting his dermatologist. On (B)(6) 2020, he consulted the dermatologist, who recommended treating the site with cavilon. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Please disregard the initial MDR for 3004753838-2020-34147 as this was submitted in error and is a duplicate of 3004753838-2020-34011.